Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had made inappropriate "no shock advised" determination during patient care. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The customer confirmed that after their own initial investigation, and following stryker's service technician's initial report they concluded that the lifepak 15 in this instance was not faulty and the cause of the incident was user error as they were unaware of the specific functionality of the device.

Event description:
The customer contacted stryker to report that their device had made inappropriate "no shock advised" determination during patient care. There was no report of patient harm associated with the reported event.